Manufacturer narrative:
Zimvie complaint(B)(4). A4: patient weight is not provided / unknown. E1: initial reporter¿s title is not provided / unknown.

Event description:
Fracture of the locator. Symptoms as a result of the event: none surgical/medical intervention required for permanent damage: no additional appointment required: no was the procedure completed using another implant or another device? No tooth site # 43..

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional information. A review of other zest product experience files and related trending data for similar incidents was performed to evaluate whether other similar product experiences reports have been received and if data suggests any adverse trends may have contributed to the product experience root cause. Condition of the returned product was evaluated to confirm the reported product experience. A definitive root cause could not be determined. No manufacturing event was confirmed, event is tracked and trended with no further actions taken at this time. Risks associated with the reported condition are addressed through design control risk management documents. Supplier owns the risk management documentation and is responsible for complaint investigation.